Event description:
When the physician was contacted for follow up information, no information was able to be obtained. If additional information is received, a follow up report will be sent.

Event description:
It was reported that there were low impedances on ¿pin¿ 9 and 10, reported to be 60 ohms. It was stated this occurred when ¿the stim ulation should be revised upwards.¿ less than 50% therapy relief was noted. Intraoperatively, over 4 volts, there were jolting sensations in the right arm and leg. There was also an out of regulation (oor) error. Reprogramming was done. It was noted that further surgery would be needed, but the patient wanted to wait until fall.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the healthcare provider (hcp) did not believe the problem was due to the implants. The patient was difficult to assess and had a mental illness. The stimulator was ¿again switched to a page with good success.¿ the hcp did not respond ¿before the patient to operate.¿ it was unclear what this meant.

Manufacturer narrative:
Product ID 3389-28, lot# 0205741332, implanted: 2012-(B)(6), product type lead product ID 37085-60, serial# unknown, implanted: 2012-(B)(6), product type extension. (B)(4).